Event description:
Pt reported the up button on the infusion device is defective. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the soft components of the up/down buttons are used up. This is mainly due to material weariness. Moisture entered the infusion device and damaged the electronics. Additional info will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.